Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not been using her scs system because is causing the patient headaches when the stimulation is on. The patient stated she experiences headaches that begin approximately five minutes after her stimulation is turned on. The patient stated the headaches subside about an hour after the stimulation is turned off. The patient would like to have her scs system removed. Surgical intervention may be undertaken at a later date.